Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. However, during initial inflation at below nominal pressure the balloon ruptured. The device was removed without any issues. The procedure was completed with a different device. No patient complications were reported.